Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis event. It was reported that the peritonitis was manifested by turbid peritoneal dialysis fluid and fever. Treatment for the event was not reported. At the time of this report, the patient had recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this event.